Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver fentanyl. It was reported that, when the patient was connecting to the pump, it was taking 10 minutes to find the communicator and deliver a bolus. The patient confirmed that they were stuck at 90% when connecting to the pump. The patient had been experiencing this issue for at least 2 months. Patient services reviewed device function and assisted the patient in clearing data and the patient was able to connect to the pump more quickly than before. It was noted that the patient spoke to the manufacturer representative (rep) on 2025-11-10 and the rep advised the patient to call for a replacement device. It was noted that the patient had 4 boluses per day.